Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the motor shaft was stuck and there was a short circuit in the motor cable. Further, the values of the hand control keypad are out of range. The motor, motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The defective motor, motor cable and hand control set would have caused the reported problem found with the device during service evaluation. This serialized device ((B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via service request that there is no reported malfunction from the customer. No patient involvement and no surgical delay. The failure was detected during electrical safety test at the service center.